Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-09195. Related manufacturer report number: 2017865-2021-09197. It was reported that the patient experienced pocket infection and erosion. The patient's post-operative bag was infected. The system was removed. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.